Event description:
It was reported previously that this pt, who is enrolled in the study, had two stent fractures located in the distally placed stent. The pt has a documented history of peripheral vascular disease with multiple risk factors. The index procedure was in 2006 and three stents were placed in the proximal, mid and distal superficial femoral artery. In 2007, the two fractures were discovered. There was no intervention or additional procedure performed. Additional info received in 2008 states that there was an in-stent restenosis of the middle stent. No additional interventions are scheduled and treatment is medical. The product was not available for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis is a well-known documented potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.